Manufacturer narrative:
(B)(4). It was reported by the hospital that a f&p airvo 2 (serial number unknown) was used with a 900pt551 breathing circuit and an optiflow plus nasal cannula. The patient was on 50lpm flow and 90% fio2. The patient was being treated in a side room on the respiratory ward. A pulse oximeter was not being used, reason given is that the patient was receiving end of life care. Due to the length of time that has passed since the event, the sequence of events surrounding the patient's death can't be remembered precisely by the staff. An outreach nurse visited the patient when the incident occured and noted that the nasal cannula was disconnected from the breathing circuit, and that the patient didn't look in a good way, and was on his last legs. She informed the ward staff of this and it is understood the patient passed away shortly afterwards. The nurse doesn't remember the details of event. Following the report of the incident, further information was sought from the hospital. We also tried to retrieve the complaint devices for further investigation but they were not returned to fisher & paykel healthcare. The territory manager from fisher and paykel healthcare tried to set up a meeting with the hospital to gain more information and offered training too. The customer did not give us detailed information pertaining the incident, instead the ward manager responded that "I have met with my senior management team as well as medical engineering, and we have concluded there is no fault with the airvo 2, but rather down to user error. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: - appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost.

Event description:
In (B)(6) 2017 a male patient described as 'end of life', was on fisher & paykel healthcare (f&p) optiflow nasal cannula via the airvo 2 humidifier and 900pt551 breathing circuit. It had been noticed by the hospital staff that the optiflow nasal cannula was disconnected from the 900pt551 airvo 2 breathing circuit. The patient deteriorated quickly and passed away. The patient was on 50lpm and 90% fio2. The patient was being treated in a side room on the respiratory ward. A pulse oximeter was not being used, reason given is that the patient was receiving end of life care. We were further informed that when an outreach nurse visited the patient, it was noted that the interface was disconnected, and that the patient didn't look in a good way, and was on his last legs.